Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged sinus infection, stomach ache, stomach started to bloat, lightheaded. There was no report of permanent or serious patient harm or injury. The device was returned and evaluated. The device was scrapped after device evaluation.